Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that far r-wave oversensing was observed on the atrial lead via remote transmission. The atrial sensing trend also dropped. After speaking with the patient, it was noted the patient had a coronary artery bypass graft (CABG) procedure on (B)(6) 2019. At the follow-up the previous week, the atrial capture threshold increased. A chest x-ray was performed, and the atrial lead appeared to still be in position. The device was reprogrammed. The physician agreed that something happened during the CABG procedure that affected the lead. The patient was stable.